Event description:
It was reported that the patient felt over-medicated on (B)(6) 2015, and sedation on (B)(6)2015. The pump was reprogrammed on (B)(6) 2015. The relatedness was noted as not related to the pump, and the severity was mild. The event outcome was ongoing as of (B)(6) 2015. The pump system was being used to infuse baclofen (compounded), dilaudid, clonidine, and bupivacaine. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare professional via psr (product surveillance registry). On 21-jul-2015, it was reported that the event outcome was "resolved without sequela" with a resolution date of (B)(6) 2015.